Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he needed assitance adjusting the insulin pump's basal rates. Blood glucose level at the time of the call was 450 mg/dl. The customer also reported being recently hospitalized due to non-diabetes related issues. The insulin pump was not replaced or returned for analysis.